Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6) no serious injury alleged. Malfunction alleged. Dealer states (B)(4) cable has a broken wire inside of the plug. MDR filed.